Manufacturer narrative:
(B)(4). The lot was manufactured march 12, 2016 ¿ march 14, 2016. The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The unit was returned to the plant containing no traces of solution inside the fillport, bladder or housing. Visual inspection on the unit via the naked eye showed no evidence rupture on the bladder. The bladder was found to be completely intact. The reported issue of rupture was not verified. However, the stressmember flange was noted to have been damaged. The cause of the damaged stress member flange could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a small volume folfusor ruptured during filling. There was no patient involvement. No additional information is available.